Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the surgeon noticed a scratch on the lens while polishing after insertion. Per the medical doctor, the lens was left implanted in the patient. The scratch was located on the edge of the lens. Additional information was requested.